Event description:
During the implantation procedure this device was programmed to vvi, basic rate of 85. The automatic launch of parameters at 20 minutes after detection of implantation set the rest rate at 70. Later, the patient was found to be at 70 bpm and was not feeling well. The rest rate was reprogrammed to 85 and the device remains implanted.

Manufacturer narrative:
(B)(4) 2010. A response from the manufacturer is pending. (B)(4). 2011. The device remains implanted, therefore, the manufacturer evaluated this case. The reported event most likely resulted from the combination of a user programmer performed before device implantation and the automatic programming performed by the device automatic detection of implantation feature. The behavior is compliant with the specifications and is described in the labeling. Device remains implanted.

Manufacturer narrative:
October 28, 2010. A response from the manufacturer is pending. Device remains implanted.

Event description:
During the implantation procedure this device was programmed to vvi, basic rate of 85. The automatic launch of parameters at 20 minutes after detection of implantation set the rest rate at 70. Later, the patient was found to be at 70 bpm and was not feeling well. The rest rate was reprogrammed to 85 and the device remains implanted.